Manufacturer narrative:
(B)(4). Email address: not provided. Device not returned.

Event description:
It was reported that abutment screw iunihg fractured within implant on tooth site 29. The fractured piece was successfully removed.

Manufacturer narrative:
Not product was returned for evaluation. Not lot number was provided; therefore, the device history record review and the complaint history review could not be performed. Appropriate documentation was reviewed. Customer provided an x-ray. Upon reviewed of the x-ray, was confirm that the screw was fracture inside the implant. Therefore the alleged malfunction was confirmed. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. No root cause can be determined.

Event description:
No further event information available at the time of this report.